Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there were suction alarms while the patient was on impella cp support. The patient experienced ventricular fibrillation arrest while on impella cp support, and they were treated by being placed on a lidocaine drip. The device placement signal showed that the device was in the aorta and improper impella placement was confirmed with echocardiography. The impella was repositioned and advanced into the left ventricle.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.